Manufacturer narrative:
No facility phone number, no address. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter on the bd¿ vacutainer¿ multi-sample needle tip with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter on the needle tip was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. The potential root cause of this defect is that the fm is "processing debris" from either the hubs or the shields. The hubs are moved along channels hich can wear small pieces of plastic off the "fins" and this can find its way on to the cannula where it adheres to the silicone lubricant.

Event description:
It was reported that a black fm was attached 5mm from the bd¿ vacutainer¿ multi-sample needle tip. No injury or medical intervention was reported.